Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the locking tabs has sheared off. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe complaint description states that one of the locking tabs has sheared off. The device associated to the complaint was returned for analysis. The reported issue is confirmed, one of the tab of the screwdriver is broken. Previous investigations identified a trend for the teeth breaking. The issue was reviewed with the quality review board in (B)(4) 2013 (dva-108162-qrb) and (B)(4) 2017 (pia-694074). For both reviews, the qrb determined that no field action was necessary due to the low occurrence. Mdd CAPA-001649 was initiated for this issue. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. The issue will be monitored through post market surveillance reviews.device history lot ==> nulldevice history batch ==> nulldevice history review ==> nullif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.